Manufacturer narrative:
Device was not implanted. Visual inspection identified the disassembled inserter threaded shaft. The nature of the specified complaint (reversed threaded shaft), in conjunction with the manufacturing date of the instrument is consistent with post-cleaning mis-assembly. The observations are consistent with mis-assembly of the instrument by the user facility.

Manufacturer narrative:
(B)(4) - (no patient complications); (threader portion was reversed). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that we went to put the device onto the inserter. The inserter has a threaded portion that screws into the cage, essentially fixing it to the insertion device. However, our threaded portion was reversed on the insertion device such that the hex end was at the distal tip and this does not fit into the interbody/cage. We could not adjust or fix the inserter so the surgeon had to use forceps and tamp like instrument to place the interbody within the disc space. The doctor was able to get the interbody into position and was satisfied with the placement. So in the end there was no disturbance/complication to the patient other than an extra 5 minutes of procedure time. Although the device was used intraoperatively, no patient injury was reported.